Manufacturer narrative:
(B)(4). Returned product consisted of the coyote es balloon catheter. There was blood in the inflation lumen and the balloon. The balloon was tightly folded. Microscopic examination of the balloon revealed a pinhole in the balloon wall at the distal edge of the markerband with material pulled to the left of the pinhole over the markerband. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. There is no indication the device was inflated over the rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via contralateral antegrade approach. The 100% stenosed target lesion was located in the severely calcified superficial femoral artery (sfa). After a non-bsc guide wire crossed the lesion, a 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, during the first inflation at 4 atmospheres for 4 seconds, the balloon ruptured due to pinhole. The device was completely removed from the patient's body and the procedure was completed with another 1.5mm x 20mm x 142cm coyote¿ es balloon catheter. No patient complications were reported.